Event description:
Received a report of alcl via (B)(4). There is limited information noted on the form. It states, "anaplastic large cell lymphoma diagnosed from the left breast. This patient had style 468 textured saline breast implant from (B)(6)." No contact information was provided, therefore no investigation is able to be performed at this time.

Manufacturer narrative:
Device labeling reviewed: there were no reported events of lymphoma/alcl for patients in the (B)(4) study included in the labeling for saline breast implants.